Event description:
It was reported that this pacemaker recorded a signal artifact monitor episode. As a result, the mv sensor was disabled. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor episode. As a result, the mv sensor was disabled. No adverse patient effects were reported. At this time, this device remains in service.